Event description:
Clinical history: admitted for severe pvd (peripheral vascular disease) procedure: fox hollow atherectomy of the left superficial femoral artery on the left popliteal artery, diamondback 360 atherectomy of the posterior tibial artery. Physician found it difficult to remove the device, the device stretched and transected at the aortic bifurcation finding that the distal tip of the quick-cross was missing after removing device from the patient. The tip was found and successfully retrieved from the patient. Patient outcome: the patient had no reported clinical effects from this incident. Disposition at discharge was stable status. The report was delayed while attempting to obtain additional information regarding the case. Spectranetics will submit a follow-up report as the information becomes available.

Manufacturer narrative:
Analysis: the llds used in the case have been retained by the hospital's risk management department and will not return them to spectranetics. We cannot complete failure analysis to conclusion without the device. The physician reported that he could not explain why the device transected.